Manufacturer narrative:
A review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. Service & repair evaluated the device. It was found to be operating to specifications free of anomalies. A review of the failed description indicated there was an electrical current pathway established as follows: active electrode was in contact with nurse. Nurse was in contact with doctor's arm. Doctor was in contact with the patient's cervix the patient was in contact with the return electrode. The contact between doctor and nurse is not considered typical. It is also likely the contact on the cervix played a critical role in the shock felt by both persons. An attempt to duplicate the issue revealed there isn't residual energy on the instrument once it is inactivate (not activated). The only time power was detected was when the foot pedal was pressed. The pneumatic mechanism can be activated by slowly pressing onto it or in a firm quick motion. A definitive root cause is not readily available but functional defects on the unit were also not detected. The device has been in service from late 2015 with no record of a return until mid 2018. Given the history of the device, no functional defects were found, and no duplication was possible it is probable certain conditions were present during the procedure unique to the situation that contributed to the persons being shocked. This would be considered outside the manual (p/n 35787b) content provided with the device. It provides guidance on the proper set ups and the appropriate warnings on having a good understanding of rf current prior to use of the device. No repairs were needed on the unit and it was returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to at this time. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? No. (B)(4).

Event description:
"Physician's knuckle and nurse's hand slight burn while handing the device in off mode. Incident occurred (B)(6) 2018 around 2:00 pm. Leep setting at 30w." Ref e-complaint-(B)(4).